Manufacturer narrative:
The verify steam integrating indicator of the reported event is unavailable for evaluation; the user facility has not responded to multiple requests for additional information. Without the return or inspection of the subject device, a root cause cannot be determined. The device history record for the subject lot was reviewed and confirmed the devices was manufactured to specifications; no abnormalities were noted. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report (mw5159615) that there was no dye in the indicator to detect if it passed or failed. No report of injury.